Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was implanted for the endovascular treatment of a 66.3mm aneurysm.  It was reported that during the procedure, the stent was not fully deployed.  A valiant captivia vamf3430c150te (sn (B)(4)) was implanted to fully expand the previously implanted stent. The issue is reported to have resolved.  It was reported that the patient died due to lower extremity ischemia during the operation and multiple organ failure caused by lactic acid accumulation per the physician, the cause of the deployment/ expansion issue cannot be determined.  No additional sequelae was  reported and the patient is expired.

Manufacturer narrative:
Film evaluation summary: the reported deployment issue and the events leading to the patient's death could not be confirmed on the films provided; therefore the cause of the event could not be determined. Angiogram videos showing the deployment of the first stent graft was not seen. The short angiogram video returned showed part of the second stent graft being deployed and the previously deployed stent appeared to be fully patent. Is it possible that the off label of the valiant captivia thoracic stent graft in the abdominal aorta, associated with the presence of calcification , severe thrombus and abdominal aortic flow lumen diameter as narrow as 25mm at the level of the aneurysm sac may have contributed to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.